Manufacturer narrative:
Device passed displacement and self tests. Device display properly. No missing segment or partial display or dark screen display anomalies were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a partial display. The customer reported that the insulin pump gave a message to insert a new battery, they pump 3 batteries in and then the screen was dark and hard to read. The insulin pump was not dropped or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.